Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8709sc, lot# n185811018, implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
It was reported that interrogation logs showed that a motor stall occurred (B)(6) 2014 and a stopped pump period may exceed tube set occurred on (B)(6) 2014. Motor stall recovery occurred on (B)(6) 2014. The pump was able to restart and therapy was resumed. No patient symptoms were reported for this event. The pump was used to infuse prialt/ziconotide. No intervention was reported for this event. Follow up was conducted to obtain additional information. If additional information is received, a follow up report will be sent.